Event description:
Patient received injection of synvisc one on (B)(6) 2017 into right knee. On (B)(6) 2017 patient reported swelling, increased knee pain, and inflammation of right knee. Dose or amount: 6 ml millilitre(s). Frequency: other - once. Route: intra-articular. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: arthritis of right knee.